Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: manufacturing batch record review did not uncover any abnormalities. Retention products of the reported lot were tested with clinically negative serum samples as well as serum samples at 2 miu/ml and 5 miu/ml. All devices that were tested with the clinically negative serum as well as the 2 miu/ml standard produced expected negative test results at the read time. However, when tested with 5 miu/ml serum standard, 2 out of 3 devices yielded positive results at the read time. The customer's observation of obtaining positive results at 5 miu/ml was replicated. From the literature, a number of conditions other than pregnancy can cause elevated levels of hcg. E.g. Menopause, trophoblastic disease and hcg injections. Hcg may also remain elevated for several weeks after delivery, abortion and natural termination. Further investigation into false positive hcg results is being pursued under qi-00016172. This issue is being tracked and trended.

Event description:
It was reported in a FDA medwatch received by alere on (B)(6) 2017 (see attached medwatch report): "cardinal brand hcg combo kit states a minimum detection limit of 10mlu/ml but comes up positive at 5mlu/ml." · no event date provided, initial reporter's contact information was not provided; no information is available to facilitate a follow-up with the complainant. Limited information provided; complainant did not state whether the result received was from a patient or control sample. No other information provided.